Event description:
Operative report shows patient had painful hard breast capsules and open capsulectomies were performed. Operative report also states patient's left implant was defective; therefore, she had removal and replacement of the device.